Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete sample ID is (B)(6) this report is being filed on an international product, list number 07p92-32 that has a similar product distributed in the us, list number 7p92-21 / 31, with 510k/PMA/bla number p910007.

Event description:
The customer observed elevated alinity I total psa. The patient¿s doctor questioned why the result was higher than the previous value. The customer provided the following data: on (B)(6) 2025, sample ID (B)(6) total psa result was 5.613 ng/ml. Last year the patient¿s result was approximately 0.5 to 0.6. Ng/ml. No retest was performed, and no patient data was provided. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I total psa assay did not identify an increase in complaints. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. Testing was performed using an in-house retain kit of lot 69274fz00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa reagent was identified.

Event description:
The customer observed elevated alinity I total psa. The patient¿s doctor questioned why the result was higher than the previous value. The customer provided the following data: on (B)(6) 2025, sample ID (B)(6) total psa result was 5.613 ng/ml. Last year the patient¿s result was approximately 0.5 to 0.6. Ng/ml. No retest was performed, and no patient data was provided. There was no reported impact to patient management.